Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at post operative device check the right ventricular (rv) lead pacing thresholds were considerably higher than they were immediately post operative. It was further reported there was undersensing. The lead was repositioned and remains in use. It was noted the lead did not appear to have dislodged and appeared to be in the same position when viewed under fluoroscopy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.